Event description:
It was reported that during a follow up, externalized conductors were observed via x-ray. All electrical parameters were in range. The lead remains implanted. Patient will be monitored remotely.